Event description:
The MFR rec'd info alleging a ventilator's display was blank. The device was not in the pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's display was replaced to address the issue. The damage to the display was consistent with the unit being dropped or mishandled. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. (B)(4).